Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to sign in to the es server. There had been a scheduled logistics cce reboot since 2:00 am, and after almost two hours, the system was still down, preventing users from logging in. Epic was also not communicating with the server. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) spoke with the customer, who confirmed there were no issues logging in to the server. However, the customer requested that an agent dial into the servers after information technology (it) rebooted them. It has been rebooting the servers on their own for the past six months, and the customer recently experienced login issues after these reboots, beginning last month. To prevent the issue from recurring, the customer asked for the servers to be reviewed after each reboot to ensure all necessary services are running. The tss advised the customer that a separate ticket would be created for the post-reboot server validation request and asked the customer to provide the list of servers. The tss planned to close this ticket and create a new one specifically for the server validation after reboot. The system functioned as intended after the technical support specialist assessed the device.